Event description:
Procedure: lap appendectomy. Patient sex: unk. Reportedly, the tip of the trocar broke off inside the patient and was recovered immediately. A new trocar was inserted and the case resumed. There was no delay to the procedure and no patient injury was reported.